Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty pairing a dexcom g7 sensor with the ilet, while the sensor was paired successfully with the dexcom app. The ilet displayed an incorrect pairing code until the user toggled settings and reentered the correct code. During the incident, the user¿s blood glucose (bg) was 302 mg/dl and remained above range for over 90 minutes. The bg was corrected once the sensor reconnected. No medical assistance, emergency medical services, or symptoms were reported. No long-term health effects were reported.